Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time; the UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally ruptured breast implants by a medical professional. As a result, the patient is scheduled for bilateral breast implant removal on (B)(6) 2024. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On october 30, 2024, mentor was notified that the suspect medical device was too disintegrated to return and it was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On november 07, 2024, mentor was notified that the patient was possibly implanted with the device in 2006. Date of implantation: (B)(6) 2006. Additionally, the patient underwent bilateral removal and replacement with 300cc mentor memorygel breast implants during the revision surgery. On november 14, 2024, mentor became aware of the suspect medical device identity and the true date of implantation. The product identity was determined as the following: date of implantation (B)(6) 2008; size: 425cc; brand name: mentor memorygel breast implant; catalog: 3504254bc; lot: 5781624; serial: (B)(6). Mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation (mre) was performed for lot 5781624, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Manufacturer¿s reference number: (B)(4).